Event description:
Customer called to report that the insulin pump is leaking. It was also reported that customer is experiencing low blood glucose levels. Customer's blood glucose reading was between 61 and 66 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).